Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two scs systems, one for occipital (off-label) stimulation and one for lumbar stimulation. This issue is related to the lumbar system. It was reported the pt is unable to always turn on her scs ipg when using the magnet. The pt stated she has no issue turning her ipg off. The pt stated she would like to have her scs ipg replaced. Surgical intervention is planned for a later date to address the issue.